Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodgement/stent was compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the 3.0 x 19 graftmaster stent was the first used in the case and it would not cross the anatomy to treat the perforation. At this point another company's 2 bare metal stents were overlapped, but this did not cover the perforation and it was decided to use a second graftmaster a 3.0 x 12 mm. However, the second graftmaster stent dislodged proximal to the perforation. The dislodged graftmaster was compressed against the vessel wall with a balloon catheter and the procedure was ended. The pt died 12 hrs after the completion of the procedure. The physician stated that the pt's death was not due to the graftmaster stent. No additional event or pt information is available.